Event description:
The customer reported the device alarmed due to data acquisition/ printed circuit board assembly/ analog digital converter (pcb adc) reference failure. There was no patient involvement.